Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. Based on all available information, boston scientific assigned the investigation conclusion code of cause traced to component failure to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. E1: initial reporter phone - (B)(6).

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. After the dilator was removed, a syringe was used to aspirate any air ingress in the sheath. However, the hemostatic valve was unable to hold properly, and air entered the sheath. A new faradrive sheath was taken to replace the faulty sheath and the procedure was completed successfully with no patient complications reported. The faradrive sheath was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone - (B)(6).

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. After the dilator was removed, a syringe was used to aspirate any air ingress in the sheath. However, the hemostatic valve was unable to hold properly, and air entered the sheath. A new faradrive sheath was taken to replace the faulty sheath and the procedure was completed successfully with no patient complications reported. The faradrive sheath is expected to return for laboratory analysis.